Manufacturer narrative:
Report date: 23jan2019. Date rec'd by MFR: 22jan2019. Will not power on possible due to power issue & deofa. Customer received a new power management (pm) printed circuit board assembly to address the issue but the seal was broken. The customer reported that after replacing the gui that the unit will not power on due to a power issue. Philips technical support advised customer to replace the power management (pm) board. Customer received a new pm printed circuit board assembly but the seal was broken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 10jun2019. A user interface assembly was return for analysis. The user interface assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 05feb2019. Date rec'd by MFR: 04feb2019. The customer replaced the power management board to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 17jan2019. Philips customer support provided part numbers to the customer for a replacement user interface assembly. The customer reported to have received a user interface (ui) that does not work with the required machine. The customer reported after installing the new user interface (ui) the unit will not power on and just alarms. The customer reinstalled the old display and unit powered up as expected. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the display has orange highlights across the top and a problem with not turning on. There was no patient or user harm reported. The event date was not specified; estimate used.